Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: hübner CT, sander v, meszaros t, pape hc, lindenblatt n, hierholzer c. Successful macro-replantation of traumatic upper extremity amputation and type c-spinal cord injury with good functional recovery - a case report. Int j surg case rep. 2025 aug;133:111570. Doi: 10.1016/j.ijscr.2025.111570. Epub 2025 jun 26. Pmid: 40582064; pmcid: pmc12266475. Objective/methods/study data: the purpose of this study is to present a 20-year-old patient with polytrauma injuries including severe spinal cord injury as part of an open lumbar spine translational fracture at the level of l1/l2 as well as amputation of the dominant right upper limb at the level of the elbow. The clavicle plate, which had been inserted for treatment of a right clavicle fracture one year prior to the current polytrauma and amputation injury, was removed and osteosynthesis was performed using an anatomic 4-hole superior-anterior 2.7/3.5 mm lcp. The mean duration follow-up was not reported. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes 2.7/3.5 mm lcp. Adverse event(s) and provided interventions possibly associated with unk - constructs: 3.5 mm lcp clavicle plate/screws (qty 1): 20-year-old male patient had partial necrosis of the full-thickness skin graft a revision surgery had to be undertaken on postoperative day 8. The skin graft was partially debrided including superficial parts of necrotic muscle and the defect was covered with a random pattern lateral arm flap. The donor site was covered with split thickness skin grafting from the upper thigh. A final split-thickness skin graft was required on postoperative day 21 due to insufficient healing result at the flap donor site. Bony consolidation was delayed, with the patient experiencing pain up to two and a half years postoperatively and still incomplete osseous consolidation at that time, a surgical revision was not recommended given the risks for sever complications.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.